Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high reading of "160 and 214 mg/dl" compared to "185 mg/dl" obtained on another device. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with humalog insulin- no adjustments. On an unspecified date and time, the patient obtained the alleged inaccurate readings. Based on the alleged high issue, the patient reportedly increased her humalog insulin to 24 units. Sometime after, the patient allegedly developed symptom of feeling shaky. The patient did not report of receiving any other treatment at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the results were not taken from an approved sample site. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia. She increased her insulin while using the lfs product. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.